Manufacturer narrative:
The safari2 guidewire is not expected to be returned for evaluation. Additionally the end user did not provide lot traceability. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. This reported event is listed in the directions for use as a potential adverse event associated with the tavi/tavr procedure. As further indicated in the device instructions for use (dfu) warnings, "* monitor wire position throughout the procedure for proper placement of the curve and distal tip. * when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly as this may result in misplacement, dissection or perforation. * the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site." At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement procedure (tavr) event description: per cnf, it was reported that: small effusion notes post procedure on echo. Measured 0.5cm. No drop in pressure. Lv gram showed possible effusion at apex, but not definitive. Fluid and protamine given. Per email, it was reported that: 23mm lotus edge into a high risk patient. Balloon aortic valvuloplasty (bav) performed on a safari2 guidewire. Bav balloon moved aortic during deployment. Lotus edge delivered and deployed. Some pressure drops during initial unsheathing of the lotus edge, which were thought to be related to the wide open ar. Asymmetrical unsheathing on first deployment. Pressures normalized. Partial resheath > redeployment and a successful position, with no pvl. Valve released. No pvl on fluoroscopy. Tte performed which confirmed no pvl but showed a small effusion. This was monitored for a short period and there were no drops in pressure or changes in effusion size for approx. 10mins. The effusion then began to grow from 0.5cm to 0.6cm and the pressure started to drop despite fluids and protamine being given. Left ventricle gram performed and showed possible small effusion at the apex of the left ventricle. Pericardiocentesis performed. 1,300ml of blood drained over an hour. Pressure stabilized and act consistently back to 130. Another 500ml was drained over the next hour and again in the third hour. Between hour 2 & 3 the team decided to operate on the patient and moved the patient to the or. A sternotomy was performed. A small hole was found at the apex of the left ventricle and the hole was successfully sealed. The chest was repaired. The patient was hemodynamically stable throughout. The implanting physician believe the perforation could have been from one of the following 4 points: wire crossing into the lv. During the bav on the safari 2 xs wire as the balloon migrated significantly towards the ascending aorta. During lotus edge delivery. Wire was pushing deep into the ventricle as insufficient back tension was applied during deployment. During valve deployment as the nosecone tracks on the wire into the ventricle.

Manufacturer narrative:
This is a follow-up to the original medwatch report as additional information was received regarding the patients discharge from the hospital. The safari2 guidewire was reportedly discarded by the end user facility. Additionally the end user did not provide lot traceability. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. This reported event is listed in the directions for use as a potential adverse event associated with the tavi/tavr procedure. As further indicated in the device instructions for use (dfu) warnings, "* monitor wire position throughout the procedure for proper placement of the curve and distal tip. * when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly as this may result in misplacement, dissection or perforation. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site." At this time, it is not possible to assign a definitive root cause for the event as reported. The implanting physician believe the perforation could have been from one of the following 4 points: - wire crossing into the lv - during the bav on the safari 2 xs wire as the balloon migrated significantly towards the ascending aorta. - during lotus edge delivery. Wire was pushing deep into the ventricle as insufficient back tension was applied during deployment. During valve deployment as the nosecone tracks on the wire into the ventricle. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement procedure (tavr) event description: per cnf, it was reported that: small effusion notes post procedure on echo. Measured 0.5cm. No drop in pressure. Lv gram showed possible effusion at apex, but not definitive. Fluid and protamine given. Per email, it was reported that: 23mm lotus edge into a high risk patient. Balloon aortic valvuloplasty (bav) performed on a safari2 guidewire. Bav balloon moved aortic during deployment. Lotus edge delivered and deployed. Some pressure drops during initial unsheathing of the lotus edge, which were thought to be related to the wide open ar. Asymmetrical unsheathing on first deployment. Pressures normalized. Partial resheath > redeployment and a successful position, with no pvl. Valve released. No pvl on fluoroscopy. Tte performed which confirmed no pvl but showed a small effusion. This was monitored for a short period and there were no drops in pressure or changes in effusion size for approx. 10mins. The effusion then began to grow from 0.5cm to 0.6cm and the pressure started to drop despite fluids and protamine being given. Left ventricle gram performed and showed possible small effusion at the apex of the left ventricle. Pericardiocentesis performed. 1,300ml of blood drained over an hour. Pressure stabilized and act consistently back to 130. Another 500ml was drained over the next hour and again in the third hour. Between hour 2 & 3 the team decided to operate on the patient and moved the patient to the or. A sternotomy was performed. A small hole was found at the apex of the left ventricle and the hole was successfully sealed. The chest was repaired. The patient was hemodynamically stable throughout. The implanting physician believe the perforation could have been from one of the following 4 points: wire crossing into the lv, during the bav on the safari 2 xs wire as the balloon migrated significantly towards the ascending aorta. During lotus edge delivery. Wire was pushing deep into the ventricle as insufficient back tension was applied during deployment. During valve deployment as the nosecone tracks on the wire into the ventricle. Additional information received after initial medwatch was filed: patient was discharged 10 days post event date after successful surgery to repair hole in left ventricle. Pacemaker implanted prior to discharge.